Event description:
It was reported through a literature article that following an implant procedure, high capture threshold was observed on the leadless pacemaker. Additional details can be found in the literature article titled ¿the new screw-in fixation single chamber leadless pacemaker: a change of paradigm in the light of the initial real-world experience.¿

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that the event occurred during an implant procedure. The patient did not suffer any adverse consequences and is stable.